Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was able to run in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was able to run in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection, the trigger shaft was worn.